Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation was unable to determine the most probable cause as the device was not returned for evaluation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory. (B)(4) located in sections g.1., please direct those to the following: regulatory. (B)(4).

Manufacturer narrative:
Other text: b3: date of event, e1: reporter address, city and zip code are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "unit was not within spec and the pressure was outside of the normal limits". Patient involvement is unknown.

Manufacturer narrative:
UDI related data quality updates only.